Event description:
On or about on (B)(6) 2022, patient underwent right internal jugular placement of an angiodynamics xcela standard titanium power injectable port catheter product, with model number: h965451030, and lot number: 151366000. The device was implanted by dr. (B)(6), m.d., at (B)(6). The device was implanted for the purpose of chemotherapy to treat patient's colon cancer. On or about on (B)(6) 2023, patient presented to (B)(6), with complaints of fullness in her head, ears, and neck that started two weeks prior to this visit. Patient also complained of feeling that her neck veins were popping out. On or about on (B)(6) 2023, patient underwent removal of the xcela port by dr. (B)(6), m.d., secondary to a blood clot associated with the xcela.

Manufacturer narrative:
The manufacturer conducted a documentary review: product met specifications per documentary review. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).